Event description:
Initial reporter stated she noticed a spider web-like film in filter of the chamber during cataract surgery. All products being used at that time were discontinued and sent to their lab for culturing. Per conversation with dr. (Microbiologist) on 4/12/97, the lab identified the bottle of saline, (manufactured by another co.), that the spike punctured as the source. The tubing was not indicated as the contaminant. Per dr. The pt did not have any adverse reactions post this event to date.